Event description:
The rptr indicated that the device is undersensing. The rptr stated that undersensing had been eliminated by setting the sensitivity ot 2.5 mv. However, today, undersensing was observed again, and the device was reprogammed again to 1.5 mv. The capture threshold is satisfactory at 0.5v and lead impedance is also fine.